Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s ring was damaged. The customer reported that the week ago the insulin pump was not operating correctly. The customer experienced the high blood glucose of 267 mg/dl at the time of incident and current was 328 mg/dl which was treated with the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.